Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving dilaudid (8.0mg/ml at 0.3846mg/day), fentanyl (3000mcg/ml at 144.2mcg/day), clonidine (300mcg/ml at 14.42mcg/day), bupivacaine (10mg/ml at 0.481mg/day), and baclofen (200mcg/ml at 9.61mcg/day) via an implanted infusion pump. The patient had a previous history of multiple back surgeries. It was reported that the patient had a pocket revision on (B)(6) 2020 to help keep the pump in place. On the evening of (B)(6) 2020, the patient called the hcp and told them the pump had moved again when the patient was out doing yard work. A new pocket revision was then scheduled for (B)(6) 2020 during the procedure, the hcp accidentally let the pump slip in between the drapes and the bed contaminating the pump and the catheter. The manufacturer representative suggested removing everything, but the hcp stated ¿since it is metal hopefully we can get lucky and does not cause an infection, worst case is we come back and remove it then, but we need to give it a chance.¿ the hcp then bathed the pump and attached catheter in betadine and washed the pocket with antibiotic normal saline. The hcp sutured the pump down to the fascia and added a surgical mesh to help scar the pump into place. The hcp then closed the wounds in a normal fashion. It was unknown if the issue was resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.